Manufacturer narrative:
Concomitant medical products: (2)8100, (2) pri tubing, therapy date (B)(6) 2017. The customer¿s report of demand doses not being delivered was confirmed. Analysis of the pcu event log showed that at 12:23 pm on (B)(6) 2017 the device was programmed to infuse a pca dose only infusion of hydromorphone standard conc 60mg in 30ml. The user changed the lockout interval to 30 minutes and the max limit to 6mg/4hr (3ml). Subsequently multiple doses of 0.5ml were successfully delivered. At 6:04 pm on (B)(6) 2017, the user changed the lockout interval to 60 minutes and lowered the max limit to 3mg/4hr (1.5ml). Lowering the lockout interval put the device into max limit status upon starting the infusion. The max limit should have cleared at approximately 8:44 pm based on the previous doses delivered, however no pca dose requests were delivered from 8:44 pm to 9:48 pm when the user channeled the device off and removed the pca from the system. After the max limit was lowered, there were 15 pca dose requests made and none were delivered due to the system being in an error state. The cause of the event was identified as a software issue. This fault occurs under certain circumstances during a pca only infusion after the max limit parameter has been reduced from a value above the current accumulated pca dose to a value below it. The dose request cord was tested; the test passed the test and the button was functioning correctly.

Event description:
The customer reported that 30 ml pca hydromorphone 2mg/ml was intended to infuse with a demand dose of 1 mg and no continuous infusion. The initial lockout was 30 minutes with a 4 hour max of 6 mg; this was later changed to a lockout of 60 minutes with a 4 hour max of 3 mg. However when the patient pressed for doses none were delivered and the device history said zero doses were given. The patient remained in continuous pain and an additional dose of hydromorphone IV push was later given when the pump was discontinued. There was no report of any leaking from the set.